Manufacturer narrative:
Batch reviews performed on 22 september 2025: gmk-revision 02.07.0684l revision tibial tray size 4 left - finishing (k123721) lot 2312233: (B)(4) items manufactured and released on 18-oct-2023. Expiration date: 2028-10-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices also revised: batch reviews performed on 22 september 2025: gmk-revision 02.07.2404l femur revision ps cemented s.4l (k102437) lot 2420356: (B)(4) items manufactured and released on 14-aug-2024. Expiration date: 2029-08-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.0003 offset connector 3 mm (k102437) lot 2409213: (B)(4) items manufactured and released on 14-may-2024. Expiration date: 2029-04-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.0005 offset connector 5 mm (k102437) lot 2109450: (B)(4) items manufactured and released on 21-sep-2021. Expiration date: 2026-09-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.7404fdw femoral distal augmentation size 4/4mm-tialv (k210010) lot 2309031: (B)(4) items manufactured and released on 10-may-2023. Expiration date: 2028-04-22. No anomalies found related to the problem.to date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Two devices from this lot were involved in this complaint. Gmk-revision 02.07.fcl15105 fluted extension stem ø15mm / l 105mm (k120790) lot 2310487: (B)(4) items manufactured and released on 13-sep-2023. Expiration date: 2028-08-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.fcl22105 fluted extension stem ø22mm / l 105mm (k120790) lot 161797b: (B)(4) items manufactured and released on 01-jul-2021. Expiration date: 2026-06-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.12.e002rp gmk-sphere resurfacing patella e-cross - s2 (k202022) lot 2429345: (B)(4) items manufactured and released on 03-dec-2024. Expiration date: 2029-11-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.0414scf fixed tibial insert semiconstrained s.4 / 14 mm (k103170) lot 2243642: (B)(4) items manufactured and released on 10-feb-2023. Expiration date: 2028-01-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had primary surgery (B)(6) 2025. On (B)(6) 2025, the patient had an infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully. Presently, the patient had pain due to an infection and the pathogen is unknown. The surgeon revised all the implants and the surgery was completed successfully. The patient had revision components implanted during the last revision.

Manufacturer narrative:
Correction: the devices listed in this complaint were erroneously reported by the branch as revised while they were actually implanted. Just a spacer was revised on the 10th of semptember. Correct information involving the devices used on this patient have been reported in MDR 2025-01012 followup. This followup is to inform that the devices listed in the initial report were not actually revised.